Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/9/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: one opened box with three packets of product code sxpp1b450 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strands to detect any issues related no defects were observed during evaluation. Functional test was performed, and the pull force meet requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 g/m.

Event description:
It was reported that the patient underwent a total hip replacement procedure on (B)(6) 2021 and the barbed suture was used. During the first pass through the tissue, the needle popped off/pulled off from the suture easily. There were no patient consequences reported. Competitor's suture was used to complete the procedure.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot number rgbjku / sxpp1b450 and no non-conformances related to the reported complaint condition were identified. Summary: one opened box with three packets of product code sxpp1b450 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strands to detect any issues related no defects were observed during evaluation. Functional test was performed, and the pull force meet requirements. Additional information was requested, and the following was obtained: did the needle "pop off" the suture during use on the patient or before use on the patient:- both, first one popped of while trying to attach the needle driver a new suture was opened while attempting to make the first pass through tissue the needle popped off again. How was the procedure completed: - competitor's v-lock suture was used. Could you please confirm the device's availability for return? If available, please provide the device return status/follow up. - sterile samples are available but the defective devices have been discarded. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength = 2360 ¿g/m.